Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 32mm mitral annuloplasty band, it was reported that the annuloplasty band was not implanted due to "failed repair". No malfunction was reported. No adverse patient effects were reported.